Event description:
The pt received scs system on (B)(6) 2010. It was reported that the pt's ipg had no stimulation. The ipg battery totally depleted and the charger or the programmer were unable to locate and communicate with the ipg. A new charger was sent to the pt. No further info is available at this time.

Manufacturer narrative:
The serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.